Event description:
Patient reports they had to waste one 1 gm pfs and one 4gm pfs of her hizentra due to her freedom pump breaking after drawing up these doses. Patient has more doses on hand to use in the meantime. No further questions or concerns. Indication - chronic inflammatory demyelinating polyneuritis. Unknown serial number. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Unknown. Did we replace device? Yes. Was the patient able to successfully continue their infusion? Yes, unknown via gravity. What is the outcome of the event? Resolved.